Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.